Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic cholecystectomy, 3 devices were used. A competitor's trocar for scope was also being used. During the surgery, the surgeon found a transparent material fallen in the patient's abdominal cavity and retrieved it immediately. It looks like a plastic piece, but they couldn't identify where it came from. As the patient has no medical history, the material is thought to have fallen in this surgery. The surgical time was extended by less than 30 min. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted; the circular seal was cut. The envelope seals and cannulas appeared intact. The obturators were received. Pmv performed functional testing; the devices passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.